Manufacturer narrative:
Contact information: (B)(4).

Event description:
The customer reported the device will not power up on ac power. No patient involvement.

Manufacturer narrative:
Conclusion / root cause: the failure of c56 prevented the power supply from operating on ac power. Please reference (B)(4).